Manufacturer narrative:
It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 36 and 48 hours. In addition the patient reports the pods adhesive had separated from the pod infusion site (hip/buttocks), causing the cannula to become dislodged. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. As the needle mechanism had not deployed, it is impossible for the soft cannula to have dislodged. Investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive issue could not be determined. The pod was received with 0 pulses delivered. The device was downloaded in pod state 2, indicating that it was not activated until the investigation. Battery voltages were low. High shelf mode current is confirmed as the root cause of the low battery voltages. The observed high shelf mode current is independent of the reported events.